Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the spider fx embolic protection device when treating a lesion in the common carotid artery. It was reported whilst trying to retrieve the device from the patient, the filter basket detached. A stent was deployed to cage the filter basket to the vessel wall. No injury to the patient reported.